Event description:
During the procedure, it was noted that the deltaplush microcoil (cpl100152-30/c12954) would not detach although pressing the detachment button for several times. The type of the detachment control box and cable used with the product were not provided. The procedure was continued using a new product of the different size, and was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the detachment control box and cable were replaced or not. Prior to the complaint product, one deltaplush (coil diameter 2mm) was placed in the aneurysm with no further issues, and it is unknown how many coils were successfully placed. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted. The procedure was coil embolization of basilar top artery aneurysm that was not calcified and moderately tortuous. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
During the procedure, it was noted that the deltaplush microcoil (cpl100152-30/c12954) would not detached although pressing the detachment button for several times. The type of the detachment control box and cable used with the product were not provided. The procedure was continued using a new product of the different size, and was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the detachment control box and cable were replaced or not. Prior to the complaint product, one deltaplush (coil diameter 2mm) was placed in the aneurysm with no further issues, and it is unknown how many coils were successfully placed. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted. The procedure was coil embolization of basilar top artery aneurysm that was not calcified and moderately tortuous. The complaint product is going to be returned for evaluation. No additional information was available. The system was returned in almost pristine condition. As viewed through the return packing, the coil was returned unsheathed and unprotected. Located 120.5cm off the proximal end is a severe kink the core wire. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely root cause of the coils failure to detach was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The coil was returned unsheathed and unprotected. The other damages found during analysis, may have occurred during the shipping process, because it was noted that no other damages were reported after removal from the patient. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt, and the coil was still fully attached to the intact detachment fiber. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coil being unable to be detached during the procedure cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported inability to detach the coil was not confirmed with electrical testing of the returned device; the coil detached without discrepancy. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. It is possible that procedural/handling factors contributed to the reported event; however, with review of the available information there are no identified contributing factors. The cause of the reported failure to detach could not be conclusively determined. Therefore, no corrective actions will be taking at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.